Manufacturer narrative:
The investigation conducted by the field service engineer (fse) discovered that the vision issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the defective camera cable. The da vinci s surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of march 8, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during set up for a da vinci s prostatectomy procedure, the surgical staff experienced the left eye from the surgeon side console to be pink. With the assistance of an isi technical support engineer, the site verified their settings and it was then determined that the camera cable needed to be replaced. The patient was under anesthesia when the surgeon staff made the decision to abort the procedure. No patient harm, adverse outcome or injury was reported.